Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump had been alarming ¿air in line.¿ the cassette had been locked, preventing the patient from removing it to assess for air. The battery door had been opened and closed, and the bottom of the pump had been gently tapped on a firm surface in an effort to disperse the air. The pump had been powered back on. ¿preventative maintenance due¿. Although the infusion had been restarted, the alarm had persisted. The reservoir volume had been 54.6 ml. The patient had a scheduled disconnect appointment in 2 hours. The registered nurse had advised the patient to power the pump off, keep the clamp closed, and proceed to the appointment as planned. The medication being infused had been trabectedin. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.